Event description:
User alleged that pen needles weren't releasing the medicine when injected into the skin, but when user pulls the needle out the medicine starts to come out. "When pushing down the top the medicine won't go down, it just stays still."